Event description:
Consumer contacted dexcom to report intermittent out of range signal. The consumer did not report any medical intervention or injuries.

Event description:
The consumer reported a permanent out of range signal.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the permanent out of range signal.

Manufacturer narrative:
Evaluation of the returned device did not confirm the reported intermittent out of range signal.